Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Updated: b5, e1, h2, h3, h6 and h11. Complaint sample was evaluated, and the reported event was confirmed. An investigation was conducted on the returned elevator. The elevator shows very heavy signs of use including very heavy marking and scratching on the elevator surface. Further inspection showed that the tip has fractured as well. The fractured tip was not returned. A lot number could not be identified on the instrument. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that the device fractured during sterilization. There was no patient involvement.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the instrument fractured with no harm or injury to the patient.